Event description:
It was reported that the artificial urinary sphincter (aus) pressure regulating balloon (prb) has lost pressure. It was dried. The patient underwent a surgical procedure in which all the components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.